Event description:
The customer reported inaccurate low results on their one touch basic meter. In 2001, pt's 7:30/a blood glucose results was 30 mg/dl. Patient did not take insulin, despite feeling "jittery". Their home health nurse tested them again at 11/a with results of 60 and 67 mg/dl. (A test on their neighbor's dex meter was 500 mg/dl). Patient was advised to take insulin and visit the clinic where their doctor told pt the meter was not working and to contact lifescan. Pt does not perform quality control tests on the meter.